Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s screen would turn on only when the buttons are pressed. The screen would go off when they release the buttons. The device kept on working. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were advised to wait a few minutes before replacing the battery with a new one. The problem was not resolved. The insulin pump will not be returned for analysis.